Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high capture thresholds. It was stated that the cause of the high capture thresholds was suspected exit block or calcification. A new lead was placed in the left bundle position. No additional adverse patient effects were reported.